Manufacturer narrative:
Analysis: the complaint component was returned and analyzed. The reported allegations of fluid loss and inflation issue were confirmed via product analysis of the pre-connected cylinders and pump. Functional and visual inspection of the reservoir did not find any damage or leaks. No escalation to ncep, CAPA, or scar is required. Date of event entered is an estimated date because the exact date of event was not provided. Model number: 72402970, lot number: 337853013, model description: reservoir 65 ml iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a leak in the system. The location of the leak was not known. A new ipp device was implanted and the patient was doing good. It was further reported that the device would not inflate. The date of onset of the issues is not known. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Model number: 72402970, lot number: 337853013, model description: reservoir 65 ml iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a leak in the system. The location of the leak was not known. A new ipp device was implanted and the patient was doing good. It was further reported that the device would not inflate. The date of onset of the issues is not known. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.